Event description:
Technician reported a system 1000 hemodialysis device alarmed and had a smoke odor. The event occurred when device was in rinse mode before a patient was on the device. The device was taken out of use and when the door was opened, flames were observed. There were no injuries or medical intervention associated with the incident.